Event description:
It was reported that the 2800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The on/off switch will be replaced by the customer. A follow up report will be filed when additional details become available.